Manufacturer narrative:
(B)(4). D10 - medical product: unk persona bearing catalog # unk lot # unk; unk persona femoral catalog # unk lot # unk. Multiple MDR reports were filled for this event: 0001822565-2024-00054; 0001822565-2024-00058. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted.

Event description:
It was reported patient is experiencing unknown ongoing chronic problems post implantation. The patient alleges to be meeting with a surgeon for further care; however, no further intervention has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. H6: insufficient information available and no findings available is n/a which was reported on initial report. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Additional information does not affect the root cause. Medical records review indicates that patient is meeting with an orthopaedic surgeon due to continuing and ongoing chronic problems with the zimmer, biomet persona knee systems installed now. Both knee nerve ablations. Left knee revision surgery to be scheduled after next right knee surgery. This event is for pain and is considered a serious injury as illness or impairment which requires hospitalisation, medical intervention and/or surgical intervention has occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a1, a2, a3, b4, b5, b7, d1, d2, d4, d6a, g1, g3, g4, g6, h1, h2, h4, h6 d10 - medical product: articular surface fixed bearing constrained posterior stabilized (cps) catalog # 42512600712 lot # 64556743 femur cemented plus catalog # 42504606211 lot # 64683455 standard primary patella catalog # 00587806532 lot # 64296443.

Event description:
It was reported that the patient had nerve ablations performed due to chronic problems post implantation. The patient is planning a left knee revision surgery, no revision procedure has been reported to date. Attempts to obtain additional information have been made; however, no more is available.